Event description:
It clinician reported that the patient's right ventricular lead exhibited noise. The noise was reproducible with arm movements. The patient was not symptomatic. The lead was out of service and replaced on (B)(6) 2017.